Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a (B)(6) television program a patient implanted with an unknown abbott dual-chamber pacemaker experienced syncope, which resulted in a fall. The patient developed a brain hemorrhage and expired. Further information was requested but is not available.